Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler failed screen brightness check. The cycler went through levels 1 to 10 and the brightness of the display remained too dark to be visible. It was identified that the cause for the brightness issue was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. A device history record (DHR) review was performed and found a blank screen had occurred on (B)(6) 2019. The front panel was replaced due to a damaged lcd on (B)(6) 2019. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s caregiver was not able to brighten the screen of the liberty select cycler. The patient confirmed that changing the brightness setting from 1 to 10 did not change the brightness. The screen could be seen faintly. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment using manual supplies. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.